Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection of the returned device found a damaged membrane switch, a cracked tank cover and an outdated plate clip. Functional testing was performed by filling the tank with water, attaching the temperature check, plugging in the line cord, and turning on the power switch. The reported problem was confirmed, both alarms sounded immediately. A new float switch and micro switch were tried and both alarms kept going off. A test printed circuit board (pcb) was hooked up to the device and both alarms did not go off unless triggered to do so. The cause of the failure was due to a faulty pcb. The pcb was replaced as well as membrane switch, tank cover, plate clip, and the switch label. In addition, preventive maintenance was performed. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Operator of device and initial reporter sent report to FDA are unknown. No product information has been provided to date.

Event description:
It was reported that the top two red lights, the float switch, and disposable were lighting at the same time. There was a main board issue. No additional information was available. No patient injury was reported